Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl). Symptoms reported include nausea and high blood glucose levels. The personal diabetes manager (pdm) screen reportedly remained black and the patient was unable to access the pdm functions menu. The patient received intravenous fluids and lab tests were performed at the hospital. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.